Manufacturer narrative:
Device evaluated by MFR.: the device was retuned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip kinked. No more damages were found in the device. The overall length, the outer diameter of the distal tip, middle of the device and proximal section were within specifications.

Event description:
It was reported that the balloon became stuck on the guidewire. A mailman guidewire was selected for use. However, during procedure, the 2.0mm x 220mm x 150cm coyote balloon catheter got stuck on the guidewire and would not come off. Both devices were removed from the patient's body together. No known patient complications were reported.

Event description:
It was reported that the balloon became stuck on the guidewire. A mailman guidewire was selected for use. However, during procedure, the 2.0mm x 220mm x 150cm coyote balloon catheter got stuck on the guidewire and would not come off. Both devices were removed from the patient's body together. No known patient complications were reported.